Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture, high pacing impedance and noise resulting oversensing was observed on the right atrial (ra) lead. The physician initially elected to reprogram the device and monitor the patient. However, the ra lead was explanted and replaced to resolve the event and the patient was in stable condition. Following the procedure, the physician identified an insulation abrasion located in the subclavian region of the lead. The physician stated the damage could have been due to subclavian crush, but ultimately, the cause was unknown.